Manufacturer narrative:
D4 & h4: as the asset is server, serial number was kept blank. Upon investigation of the actual device used in the incident, it was determined that the server had been running too slowly. A technical support specialist connected to the server and discovered that (sophos) software had been installed by the site, which had been consuming server resources and causing the slowdown, as eset software had also been installed. It was verified that these were bd dell boxes. The technical support specialist contacted the hospital's information technology team, who proceeded to uninstall the antivirus (sophos) software. Uninstalling the antivirus (sophos) resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, station was operating slowly, causing users to take 10 minutes to log in. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.